Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the paperwork returned with the explanted device, the patient had an infection at the surgery site 45 days post operatively. After "intensive care with antibiotic therapy and surgical approach without favorable results, the clinical staff decided to remove the device." The patient's device was explanted in 2007. Reimplantation is tentatively scheduled for 2008.